Manufacturer narrative:
The customer's meter (B)(4) was returned and investigated. The complaint is confirmed. After extended investigation, the root cause was corruption in the memory of the device. The suspected cause of the corruption was an unexpected software execution. This is a final report.

Event description:
Adc representative was contacted by an adc customer facility that a registered nurse on a unit had noticed the units of measure were in mg/dl not mmol/l. The adc representative was able to obtain the meter and went through the meter settings and the units of measure were not changeable and it was locked to mg/dl. Upon product investigation it was discovered, that the unit of measure had changed and the complaint was confirmed. There was no report of serious injury, death or mistreatment associated with this complaint.